Event description:
Same care as MFR report #2134265-2009-04741 and #2134265-2009-04771. It was reported that following an unspecified interventional procedure, a groin infection occurred. A 5 fr. Impulse fl4 catheter, a 5 fr. Impulse fr4 catheter and a 5 fr. Impulse 145 pig catheter had been used during an unspecified interventional procedure. There were no complications noted during the procedure. Fifteen days later, a "mass" at the right groin puncture site with redness, swelling and drainage was noted. Cultures from the right groin revealed "rare gram-positive cocci". The infection was treated with antibiotic therapy. The infection site has healed well with "no active problems".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history , historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.